Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak from a polyflux 140h. The leak occurred while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). H10: the device was received for evaluation. During visual inspection, the device was observed to be wet and without blood contact. Functional leak testing was performed, and a leak occurred on the dialysate side due to a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack in the welding seam was not determined. A nonconformance is currently open to address this issue and the investigation in ongoing. Should additional relevant information become available, a supplemental report will be submitted.